Event description:
The customer reported obtaining false positive access troponin I (accutni) patient results for two patients from an access 2 immunoassay analyzer. The customer stated that one patient sample recovered a result of >1.15 ng/ml which is above the acute myocardial infarction cutoff limit. The second patient recovered a result of 0.27 ng/ml which is within the risk stratification range. Repeat testing of the patient samples on the original instrument and an alternate analyzer produced lower results within the normal range of the assay. The customer had performed system checks on (B)(6) 2012 which performed within instrument specifications and qc has been performing within the customer's established limits. The customer did not report any sample integrity concerns in connection to this event. Erroneous results were not reported out of the lab and there was no change to patient treatment in connection with this event. Calibrator lot #121451 and access 2 instrument serial number (B)(4) were used in conjunction with the reagent. Beckman coulter field service engineer (fse) completed a preventive maintenance (pm) and did not report any hardware issues. System check was performed and was within instrument specifications. Qc was run and results were within the customer's established limits.

Manufacturer narrative:
Evaluation code - method code - (other): access 2 instrument was evaluated. Conclusion code - (other): field service engineer did not report any hardware issues. Cause of event could not be determined with the supplied information.